Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: the patient underwent right total hip replacement (B)(6) 2019. Patient had a fall and sustained a femur fracture. The patient underwent hip revision surgery total hip replacement (B)(6) 2019. Femur and head exchanged.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a size 3 accolade ii 132 deg was reported. The event was confirmed through medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: -"another ap and lateral of the right hip labeled ¿pre-revision¿ demonstrates an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced and a minimally displaced periprosthetic femoral fracture is noted." -"no clinical or past medical history and no examination of explanted components are available for review. After a fall at two-and-a-half months status-post uncemented total hip arthroplasty, a periprosthetic femur fracture occurred, likely before firm biologic fixation occurred. There is no evidence this clinical event was related to factors of implant manufacturing or materials. " -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. While a fall was reported as a possible cause, the event cannot be confirmed. Further information such as return of the device, pathology reports, pre- and post-operative x- rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Procedure: the patient underwent right total hip replacement 6/20/2019. Patient had a fall and sustained a femur fracture (b2). The patient underwent hip revision surgery total hip replacement (B)(6) 2019. Femur and head exchanged.